Manufacturer narrative:
The results of the investigation concluded that the sheath passed pressure and aspiration leak testing with no anomalies observed. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause for the reported air embolism remains unknown. Per the IFU, air embolism is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure, an air embolism occurred. The introducer was flushed and inserted into the right femoral vein. After the transseptal puncture, the introducer was withdrawn and replaced with a non-abbott sheath, at which time st elevations were noted on the electrocardiogram. An angiogram confirmed an air embolism in the right coronary artery. The air was removed from the right coronary artery to stabilize the patient. There were no performance issues with any abbott devices.